Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was rebooting without user intervention. The yellow o-ring on the pump battery cap was also allegedly visible after the cap was secured to the pump. No damage to the pump was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06-jun-2019 device evaluation: the pump has been returned and evaluated by product analysis on 04-jun-2019 with the following findings: a review of the pump black box showed no power issues. There was no data in the black box from the time of the reported intermittent power due to continued use of the pump. A visual inspection of the pump revealed the battery compartment was cracked and returned battery cap was stripped. The battery cap contact height and width measurements were found to be within specification. The returned battery cap was unable to fit securely to maintain an electrical connection; power loss and pump reboots were duplicated. Using a test battery cap, the pump powered on normally with no alarms. The pump was exercised with the test cap for 12 hours with no power interruptions occurring. Unrelated to the complaint, investigation revealed a dim, faded and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.